Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3 other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after iol was implanted into patient eye, surgeon noticed some cracks on the optic of the iol. The surgeon decided not to remove the iol as it does not seem to affect the result of vision. No further information available.